Manufacturer narrative:
(B)(4). The device was manufactured december 6, 2013 ¿ december 9, 2013. The cause of the condition was not able to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: in order to address and further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that the reservoir of an infusor elastomeric device burst. This was observed outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. Visual inspection of the unit confirmed the reported condition of a ruptured reservoir. A microscopic examination revealed markings on the interior surface of the reservoir near the rupture line. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.